Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device another manufacture's right atrial (ra) lead displayed pacing impedances of greater than 3000 ohms. Noise and oversensing was also present. Boston scientific technical services discussed that the source of the noise was likely due the minute ventilation feature in association with high impedances. It was recommended that this feature be programmed off. There were no adverse patient effects reported. The device remains in service.